Event description:
It was reported that both the catheter and spring wire guide (swg) were successfully inserted; however, upon removal of the swg after the catheter was in position, the swg was found unraveled and broken. The swg was removed in its entirety and there was no injury or complications to the pt. Add'l info rec'd on 1/4/2010 stated "the catheter was inserted successfully. Upon the removal of the guidewire, after catheter insertion, the guidewire was found unraveled and broken; however, the guidewire did not completely break into two pieces. The two parts were still slightly attached and the customer could still remove the entire guidewire without excessive force applied."

Manufacturer narrative:
(B) (4). Follow-up report will be filed if add'l info becomes available.